Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the battery had completely been depleted. A review of the downloaded device data indicated the battery had depleted from a full battery to an empty battery within a day, without being used. After replacing the battery, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that the battery of their device had depleted prematurely. Upon receipt, physio-control, observed that the device would no longer power on and a review of the device data indicated the battery had depleted from a full battery to an empty battery within a day, without being used. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the battery of their device had depleted prematurely. Upon receipt, physio-control, observed that the device would no longer power on and a review of the device data indicated the battery had depleted from a full battery to an empty battery within a day, without being used. There was no patient use associated with the reported event.